Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a normal follow-up. The patient could not feel the vibration from the patient notifier during an advisory demonstration. The patient was recommended to be enrolled in remote monitoring and will continue to be monitored with routine follow-up.